Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on. Customer¿s blood glucose (bg) level was 486 mg/dl. Ultimately pump successfully powered on, technical support decided to replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.